Event description:
The customer called to report that she went to the hospital due to excessive bleeding when inserting a sensor. The customer stated that the bleeding stopped, but she was getting scar tissue in her abdomen from using the sensor, and eventually she stopped using the product. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.